Event description:
It was reported that during a lap hernia repair procedure, the jaws of the device would not open all the way during firing, the clips would not move forward and jammed. Three devices were used, they opened a new device to complete the case. No pt consequence was reported.

Manufacturer narrative:
Date sent: 10/23/2007. The analysis results for the el5ml device (a) found that it was returned with the jaws broken at bifurcation. The instrument was cycled and ejected the remaining clips due to the jaws condition. The instrument locked out as intended, but the orange indicator was noted to be beyond of its intended position. No conclusion could be reached as to what may have caused the found damage. A preliminary investigation form has been initiated to address the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the el5ml device (b) found that it was returned with jaws broken at bifurcation, empty and locked out, but the orange indicator was noted to be beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as to what may have caused the jaw damage. A preliminary investigation form has been initiated to address the finding. We have documented the circumstances as they were reported to us. In addition, complaint is trended on a regular basis to determine if further investigation is warranted. The analysis results for the el5ml instrument (c) found that it was returned with excessive dried body fluids. The instrument was cycled and would not fed the clips due to the dried body fluids. In addition, the jaws were noted to be broken at bifurcation. The instrument was disassembled and 10 clips were found to be inside of the clip track. A preliminary investigation form has been initiated to address the jaw damge issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event ws observed during the batch record review.